Manufacturer narrative:
No discrepancies were found during the device history record (DHR) review. A sample was received at the site for analysis. The sample consisted in one palindrome catheter which presents signs of use. Visual inspection of the sample revealed the red adapter was broken on the thread pitch area. In addition, the sample was magnified. Its analysis does not reveal external drag marks that could indicate the use of an instrument. Additionally the venous (blue) adapter did not present any problem. The reported condition was confirmed. An ishikawa diagram was used to determine the potential causes for this event. The evidence provided is not enough to relate this event to the manufacturing operations. Based on the available information, it can be concluded that the product was manufactured according to specifications and it functioned as intended for an undetermined amount of time; for this reason the adapter was more likely damaged during use. No evidence was found to link this event to a manufacturing related cause. A trigger was found and was analyzed according to procedure finding that this failure and quality signal is already addressed in a corrective and preventative action which is under investigation. No field actions are required based on the fact that occurrence was found within the expected values per the applicable risk management documents. It must be noted that in-process controls, such as personnel training, incoming quality acceptance testing for (B)(4) material, 100% in process visual inspection and visual acceptance sampling, are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states the red extension tube was found cracked.

Manufacturer narrative:
Submit date 12/20/2016. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a dialysis catheter.t he customer states the red extension tube was found cracked.